Event description:
A customer reported via phone call indicating that they were hospitalized due to high blood glucose levels of 328 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer wanted to know if they should leave their insulin pump on the suspend mode. The customer was informed that they would have to talk to their healthcare provider about that information. The customer did not provide further information about the hospitalization.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .